Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 314 mg/dl on compact plus meter (system 1), and 114 mg/dl on compact plus meter (system 1). Customer was using two different drums of strips, one drum inside each meter. However, both drums came from the same box. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.